Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at next day check it was noted that right atrial (ra) lead was no longer sensing or capturing, and ra lead dislodgement was confirmed via chest x-ray. The ra lead was repositioned and remains in us. No patient complications have been reported as a result of this event.